Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had the touch screen locked and the nurse was unable to unlock. The unlock key would not work. Eventually the screen unlocked but the iabp was changed out. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had the touch screen locked and the nurse was unable to unlock. The unlock key would not work. Eventually the screen unlocked but the iabp was changed out. No patient harm, serious injury or adverse event was reported.